Event description:
It was reported that during a coronary intervention, a balance middle weight (bmw) guide wire was advanced through the left circumflex (lcx) coronary artery and another bmw was advanced through the obtuse marginal (om) coronary artery. Two unspecified dilatation catheters were advanced on the bmw guide wires to the lesions and were inflated using the kissing balloon technique. After the balloons were deflated, a bmw guide wire, within the lcx, was attempted to be removed. During removal attempt, resistance was noted and the tip separated. Per coronary angiography, the tip remains in the main to distal aorta, not embedded. No intervention was performed to remove the tip. Once the complaint bmw was outside the anatomy, the physician noted that the wire coils appeared unraveled. There was a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.